Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing supplies, consuming a sugary coffee, and announcing a lunch, with a highest reported reading of approximately 400 mg/dl and a fingerstick of 395 mg/dl; tubing patency was confirmed by drop testing and reconnection, and subsequent glucose trended down to 327 mg/dl. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no alerts or alarms. Investigation included remote troubleshooting and education regarding infusion set function and meal announcement practices. Investigation of this case revealed no device malfunction, with insulin delivery confirmed and the event consistent with insufficient meal coverage for a high-sugar beverage. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of carbohydrate intake and meal announcement.